Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An nc euphora balloon catheter was attempted to be used to treat a mildly tortuous, severely calcified lesion in the mid lad - diagonal branch. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. Resistance was not encountered when advancing the device. Excessive force was not used. It is reported that the balloon burst on the first inflation after 12 atm of pressure had been applied while being used to re-dilate a re-stenosed stent. No patient complications reported for this event.

Manufacturer narrative:
The re-stenosed stent was a non-medtronic stent. The device was not moved or repositioned prior to the burst. There was a slow drop in pressure. It wasn't until negative pressure was pulled that blood in the inflation device was noted. A compliant non-medtronic balloon was used to complete the procedure. If information is provided in the future, a supplemental report will be issued.